Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, nakanishi is limited in the info that can be obtained from the initial complainant. Event summary: according to the dist, the pt becomes "aerodermectasia" during cleaning of the tooth surface with prophy mate. The dist informed nakanishi that the pt had been hospitalized. The pt was discharged on (B)(4) 2014. Complaint review: there were no previous complaints for this handpiece.

Manufacturer narrative:
Investigation: the handpiece was forwarded to the manufacturer (nakanishi) for an analysis and investigation on (B)(6) 2014. This adverse event occurred in (B)(6), but similar products are marketed in the us under k032395. Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device as described below: methodology used: nakanishi conducted "admizing" test for six minutes on two accepted handpieces and the complaint handpiece. Nakanishi obtained the same results (normal quantity of powder) for all. Conclusion reached based on the investigation and analysis results: nakanishi could not reproduce the problem, and could not identify the cause. Nakanishi returned the product to the user after overhaul.